Event description:
It was reported during in clinic interrogation of the implantable cardioverter defibrillator that an error message of "operation cannot be continued" was displayed. No intervention was reported. The patient was stable and asymptomatic.